Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Reported as one 2.7mm metaphyseal screw 02.118.5 series. Unknown date, one year ago. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient was admitted for a hardware removal on (B)(6) 2014, of three plates and 18 screws due to successful union and the patient reporting discomfort. On an unknown date, one year ago, the patient underwent an open reduction internal fixation with dual plating of the distal humerus and another plate on the proximal ulna/olecranon to treat fractures at both sites. The patient had a six month and one year postoperative follow up and the surgeon elected to perform the hardware removal, the removal procedure was completed successfully. An x-ray was performed to confirm no hardware remained within the patient. There was no surgery delay due to the reported event. This is report 7 of 7 for (B)(4).